Manufacturer narrative:
The pod was received fully deployed with the needle retracted. The download data shows the pod was received in pod state 15, completing 58 pulses, 48 of which were in first prime, indicating the pod was deactivated after completing second prime. The pod should have deployed any time during second prime. The original data showed multiple timeouts and a drive stall towards the end of the run. No damages or defects were observed in relation to the drive mechanism. Inspection of the bottom housing and environmental seal found no evidence that the needle deployed into either. The needle mechanism was reset back to the not deployed position and deployed again during rerun. Rerun did not replicate the timeouts or drive stall. The cause of the observed timeouts and drive stall could not be determined. It could not be established when exactly the hard cannula deployed, or whether the observed timeouts and drive stall contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy at pod activation as intended.